Event description:
The customer reported via phone call that they received emergency medical service for hypoglycemia on (B)(6) with blood glucose value was 38 mg/dl and at the time of incident blood glucose was 36 mg/dl. Customer was driver in car accident when the low blood glucose happened. The current blood glucose is 110 mg/dl. The customer treated their low blood glucose with glucose shots. The customer had accident around halloween that was unrelated to diabetes. Customer was wearing insulin pump. The customer was also reported that the buttons were not working properly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) with blood glucose value was 38 mg/dl and at the time of incident blood glucose was 36 mg/dl. The current blood glucose is 110 mg/dl. The customer treated their low blood glucose with glucose shots. The customer was wearing insulin pump during hospitalization. The customer had accident around halloween and at time of accident, customer was wearing insulin pump. The customer was also reported that the buttons were not working properly. The insulin pump will not be returned for analysis.